Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log review; the customer problem was duplicated. The pump was found to have flow rate that was too high from specifications. There was no physical damage found on the pump, and the tamper seal was missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative confirmed the expulsor needed to get sanded / replaced.

Event description:
It was reported the delivery rate was too high. The issue was discovered during the performance of the stk in the medical technology workshop. There was no patient involvement and no human harm/adverse event reported.